Manufacturer narrative:
Upon evaluation of the returned device, the allegation of ¿compromised image¿ could not be reproduced. Device evaluation revealed scratches on the bending section cover and the adhesive was chipping. The bending angle was insufficient due to elongation of the angle wire. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the flex video scope produced a compromised image during a therapeutic procedure. Additionally the customer reported a e216 scope communication error due to which no image was produced. The patient was under general anesthesia. The procedure was completed with a similar device. The issue could not be fixed by wiping the connectors and other scopes were working fine. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.